Event description:
Pt revised, because of loosening of cement mantle/implant interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.